Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display screen was broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the touch screen part of the display was not working.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer display was broken and was not working. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.